Event description:
A customer contacted baxter's technical service center regarding an alarm on the homechoice, and during troubleshooting it was discovered that the patient had started therapy over with the same supplies. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed because there was a defined use error. The assignable cause was undetermined because even though the use error was identified, it is undetermined why the disposable was reused. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.